Event description:
It was reported that two xience xpedition stents were successfully implanted in the distal right coronary artery (rca). The third, 4.0x23mm xience xpedition stent delivery system (sds), advanced to the proximal rca lesion without reported issue and the stent was successfully implanted. Upon initial attempt to deflate the 4.0x23mm xience balloon, the balloon would not deflate to any atmospheres and remained within the implanted stent. During deflation attempts, the sds catheter was pulled back and the balloon separated from the delivery system, leaving the separated portion in proximal rca. The implanted 4.0x23mm xience stent remained well apposed to the proximal rca vessel wall. The physician unsuccessfully attempted to pop the balloon and unsuccessfully attempted to retrieve the separated portion via snare. Approximately one hour later, the physician, worried about the amount of time it was taking to retrieve the separated portion, prepped the patient for surgery. The patient remained in stable condition and the separated portion was removed via surgery. Post surgery, the patient was noted in good condition and there were no additional adverse patient effects reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The deflation difficulties and difficulties removing the device were unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.